Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis for a double alarm that there was no cassette attached. The alarm was not found in the device history log. The device was tested by powering it on and the alarm was not duplicated.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump had a "double beep no cassette" during testing. There was no patient involvement.